Manufacturer narrative:
The medium-large clip applier instrument has not been returned to intuitive surgical, inc. (Isi) for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if the instrument is returned (post failure analysis evaluation) or if additional information is received. No image or video clip for the reported event was available for review. A review of the instrument log for part# :470327-12 / lot#: n10210104-0211 associated with this event has been performed. Per logs, the medium-large clip applier was last used on (B)(6) 2022 on system sk4066 for a cholecystectomy procedure. There were 24 lives remaining after last usage. This complaint is considered a reportable malfunction due to the following conclusion: it was alleged during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not releasing the clips. Deficiencies in clip application may lead to inadequate hemostasis. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur.

Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the medium-large clip applier instrument was not releasing the clips. The procedure was completed as planned with no reported injury. Intuitive surgical, inc. (Isi) followed up and obtained the following additional information: according to the da vinci robotics coordinator (roco), the medium large clip applier instrument was inspected prior to use. The surgical task that was being performed at the time of the event was trying to deploy the clippers with the medium clips. It was unknown if the vessel was greater than 10 mm in diameter. There were no broken loose cables an no fragments fell into the patient. Procedure was completed robotically with no patient injury or harm.